Manufacturer narrative:
The most likely root cause is improper handling of the product. This injector has been in service for approximately 1 year. The direction for use provides instruction to inspect the handpiece prior to each use to ensure that it is not damaged. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened handpiece was received for the report of plastic like sticking deposit under implant during surgery. The returned sample was visually inspected and found to be nonconforming with damage observed at the side of the mouth and pushed metal. The plunger height was dimensionally inspected and found to be conforming. A functional thread engagement and plunger movement test was performed and found to be conforming. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows an screen with an eye, one circle pointing to what appears foreign material, the composition and source of the foreign material cannot be confirmed on the photo attached. The complaint evaluation confirms the company injector had damage on the tip, which could be a contributing factor of the reported event. How and when the company injector became damaged cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The company handpiece is a reusable devices that undergo cleaning and sterilization through their useful life, no follow of the direction of use for handling will damage the company handpiece. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the deposit appeared during surgery when the implant was placed, the deposit was completely removed from the eye by polishing during the initial procedure and the deposits were like small filaments. The patient's current health status reported as resolved. Information was provided by the surgeon and it was further clarified that the injector had issues. The damage in the nozzle may indicate a handpiece issue.